Event description:
Healthcare professional (hcp) for home patient (hp) reports hp developed peritonitis while using the homechoice system for apd therapy. Per the hcp and hp's housemate, the hp is non-compliant and does not follow aseptic procedure. The hp was diagnosed with peritonitis the week of 9/10/99, hospitalized and treated with antibiotics. The hp has subsequently had his catheter removed and has been permantly moved to hemodialysis due to his non-compliance. Specific incident detail regarding peritonitis and treatment could not be provided by hcp.